Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a measuring problem. Diagnostic trend data was missing between (B)(6) 2009 and (B)(6) 2010 and on vf episode #5 was listed as "detected episode data is invalid on (B)(6) 2010". The diagnostic information is consistent with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device stored data was invalid, and could not be accessed. The device remains in use. No patient complications have been reported as a result of this event.